Manufacturer narrative:
Voluntary medwatch form received: mw5183469. The primary unique device identification (UDI) number could not be provided as a full product identifier could not be obtained.

Event description:
Medwatch form mw5183469 received states: rv lead capped and replaced due to unknown cause.